Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Pump successfully completed load cartridge without dispensing fluid; however, pump lost prime just after finishing prime step.

Event description:
Patient reports pump dispensed insulin during load cartridge phase.